Manufacturer narrative:
(B)(4).

Event description:
An endurant aui was implanted for the endovascular treatment in a patient that had a previously implanted stent graft that had migrated with a proximal type I endoleak. It was reported that it was extremely difficult because of severe angulation in both the aortic neck and the left iliac. An endurant aui 32/14/102 was implanted; however, the tip capture retrieval was very difficult, and since the right iliac was occluded the physician had to go in through the right brachial to get a wire down and balloon the struts. Finally the physician successfully removed the top cap. An endurant 16/16/156 extension limb was implanted along with two aptus endoanchors on the outer curve and the inner curve. The final angiogram revealed that the endoleak was resolved. No additional clinical sequelae were reported and the patient was fine.